Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 4965-25 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance and threshold measurements increased on the right atrial (ra) lead. Loss of capture was also noted on the ra lead. The ra lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.